Manufacturer narrative:
Per report, "customer advised the nebulizer will not start at all. Did not work plugging into the wall. Has only had the item since 10/09/2024. Checked expedite due to frequent use of machine. Customer also reported, " I was at a marrio hotel in sydney, australia and plugged in my machine and it would not work/turn on. Same thing happened back home in the u.s. " there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer advised the nebulizer will not start at all. Did not work plugging into the wall. Has only had the item since 10/09/2024. Checked expedite due to frequent use of machine."